Event description:
It was reported that the patient underwent a revision surgery due to medial migration of the lag screw. The lag screw was not engaged. It was not fully set or centered in the groove. The surgeon revised with a shorter rc. There was minimal purchase in the head

Manufacturer narrative:
Device will not be returned. When additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to medial migration of the lag screw. The lag screw was not engaged. It was not fully set or centered in the groove. The surgeon revised with a shorter rc. There was minimal purchase in the head

Manufacturer narrative:
The reported event could be confirmed, since provided x-rays presented a medialized lag screw. A physical inspection was not possible because the nail was still implanted, and the revised lag screw was not returned for unknown reasons. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a (B)(6) year-old male patient had been treated with above implant on (B)(6) 2024. On (B)(6) 2024, the patient was revised due to medialization of the set screw. The revision surgeon stated the following: I did see this case last week from one of my partners. It was very difficult to revise. Local rep,] tells me that the surgeon always cranks down the set screw. It certainly wasn't engaged or that would not happen. I¿d say it wasn't fully set or centered in the groove. I revised it with a shorter rc. We will see how that works. He¿s (B)(6) and there was minimal purchase in the head. Further information was not available. The labeling instructs not to unscrew the set screw for more than ¼ of a turn. Referring to the revision surgeon the set screw had not been placed adequately. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. With available information a real root cause could not be determined. With available information a product deficiency was not verified.